Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient reported that he lost consciousness due to inaccurate reading with three consecutive wearables. At unknown times during the day of the event the cgm reading was 42 mg/dl, and the blood glucose reading was 87 mg/dl, and the cgm reading was 171 mg/dl, and the blood glucose reading was 82 mg/dl. Besides the loss of consciousness, the patient would have experienced hypoglycemic and hyperglycemic symptoms, but no specific symptoms were reported. It was unknown if the patient lost consciousness due to hypo or hyperglycemia. The patient did not provide any further information regarding the event. No medications or treatment was reported. The patient would not have gone to the hospital for this event. At the time of the report the patient´s current condition was not specified. No other details were documented and attempts to obtain further information were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Diabetes mellitus is a known cause of hyperglycemia.